Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly but had intermittent button response due to corroded keypad traces. The device had no ramping numbers and no battery out limit alarms. The insulin pump was received with a scratched lcd window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 286 mg/dl. Customer stated that her buttons are not working and the insulin pump had a battery out limit. When she tried to treat her high blood glucose level, her buttons stopped working, the numbers ramped on their own, and the scroll bar moved without any input from the user. The customer stated that the up arrow keys work sometimes. Troubleshooting was not able to resolve the issue. The device was returned for analysis.